Event description:
A user report was received from the mpa reporting that while using a viking m lift to lift a patient who had fallen on to the floor, the lift began to tip to the right. The lift was taken out of service and checked by a physiotherapist and. Occupational therapist. It was then discovered that the lifting column was obliqued/dented which caused it to become a breakdown in the construction. The floor lift was inspected in (B)(6) 2024 without note. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
During inspection, the baxter technician found that one leg was completely cracked on the lift. The cause of the issue was determined to be misuse by the customer. On-site technicians have switched the undercarriage from another lift to fix the malfunction. Viking m mobile lift is a general-purpose lift with the intended use in. Health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko octostretch accessory. The device instructions for use (IFU) demonstrate that the base of the lift should be positioned under the bed when transferring a patient to the bed. Although there was no injury reported and the incident was determined to be caused by use error, if the lift were to tip over during a transfer, it could lead to serious injury or death.